Manufacturer narrative:
Follow up 10-sep-2015: follow up attempts were done, without response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uncontrollable vaginal bleeding for 6+ months. This event is serious due medical importance and listed in the reference safety information for essure. The event full hysterectomy previously reported was deleted since its indication was reported later in a follow up information. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the consumer experienced the vaginal bleeding and other non-serious events after the device placement. Then, a couple of years later, she had a hysterectomy to remove the devices and informed that, after 18 months of hell, all symptoms gone (positive dechallenge). Considering available information and positive dechallenge the event is assessed as related to essure use and since required intervention was performed to remove the devices this case was upgraded to incident. In this case, neither batch number nor complaint sample were available for a technical investigation. The technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report that was posted online on a social media platform (B)(6) in united states on (B)(6) 2014 by a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced full hysterectomy. No information was given on the consumer's history, past drugs, concurrent conditions or concomitant medication. In 2012 the consumer had essure (fallopian tube occlusion insert) inserted and in 2014 the devices were removed. She reported that she underwent a full hysterectomy, but no further details were provided. The reporter considered that her event was related to essure. Follow-up received on 14-mar-2014: no new clinical information. Follow-up received on 01-jun-2015: information received from consumer via regulatory authority (B)(4) states that she had essure implanted in 2012 and began having hair loss, weight gain, uncontrollable vaginal bleeding for 6+ months that required prescription of pain killers. In addition, consumer reported headaches, memory loss as well as rashes. She had a hysterectomy to remove the devices and informed that, after 18 months of hell, all symptoms gone. Additionally, the seriousness criterion "required intervention" was reported. However it was not specified for which event. Follow up 18-jun-2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uncontrollable vaginal bleeding for 6+ months. This event is serious due medical importance and listed in the reference safety information for essure. The event full hysterectomy previously reported was deleted since its indication was reported later in a follow up information. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the consumer experienced the vaginal bleeding and other non-serious events after the device placement. Then, a couple of years later, she had a hysterectomy to remove the devices and informed that, after 18 months of hell, all symptoms gone (positive dechallenge). Considering available information and positive dechallenge the event is assessed as related to essure use and since required intervention was performed to remove the devices this case was upgraded to incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.